Event description:
The physician reports being unable to properly position the crystalens intraoperatively. No lens damage reported. Intervention was performed in order to enlarge the original incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Root cause: according to the physician, the root cause of the reported issue was related to rapid delivery of the iol from the lens injector system. Sutures.